Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the bag was not connected tight. The spike reportedly came out of the bag. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The spike reportedly came out of the bag. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, the hp stated was not happy to receive the call it seems. The hp stated that everything was fine and that he was doing well with therapy. The hp then disconnected the call.